Event description:
Additional information was received stating that the vns patient underwent surgery on (B)(6) 2015. The lead was retightened into the generator header and the high impedance condition resolved.

Event description:
It was reported that the vns patient¿s device showed high impedance. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin cannot be confirmed to be fully inserted into the generator connector block with the images provided. With the images provided and their quality, there were portions of the lead that could not be assessed or were difficult to assess. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. A suspect area was identified in the portion of lead near the connector pin. Based on the images provided, the cause of the high lead impedance remains unknown. No know surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.